Manufacturer narrative:
Current information is insufficient to permit a conclusion to the cause of the event. The following could not be completed with the limited information provided. Date of event - ni, device product code - ni, expiration date - ni, unique identifier (UDI) # - ni, date implanted - ni, date explanted - ni, manufacture date ¿ ni. Lee, soong joon et al (2016). "Bearing change to metal-on-polyethylene for ceramic bearing fracture in total hip arthroplasty; does it work?" The journal of arthroplasty, 31, 204-208. Http://dx.doi.org/10.1016/j.arth.2015.08.039.

Event description:
It was reported in a journal article, that patient underwent a hip revision procedure due to liner fracture. No other information available.